Event description:
It was reported by a customer on (B)(6) 2011 the fiber broke inside of the pt had the fiber cap did not detach inside of the pt at 59,000 joules. Per the customer, the fiber breakage was detected outside of the pt. The fiber was not missing any parts and no fiber pieces had to be retrieved. No pt injury was reported.